Event description:
Customer reported that on an unspecified date/time his adc blood glucose meter displayed the letters "pc" where a reading would normally be displayed. Customer further reported that he self-administered a glucagon injection. During troubleshooting he verified that his meter was not connected to a computer. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. Meter powered on with button depression and insertion of strips. "Pc" was not observed. The date of event is unknown. The date entered in section b-3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.